Event description:
Pt adm with sepsis and renal fail. Pt has acute cardio shock. Tee on (B)(6) 92014 showed lvad inflow graft occlusion, lvad thrombosis. Severe biv dysfunction, mod mr. Family decided to shut vad off. Pal care consult and withdrew care.